Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
This event occured in (B)(6). The customer reported that the hypodermic needle-pro safety arm function did not work properly at the time of removal. There was no documentation if there was a dirty needle stick or patient injury.

Manufacturer narrative:
One used device was returned for evaluation. During visual inspection it was found that the metal needle of the device was bent approximately 30 degrees off from the proper orientation; the bend prevented the needle from locking into the safety mechanism. The observed bend in the needle was found to be consistent with the device not accessing the portal at 90 degrees as is cautioned in the device instructions for use (IFU). No evidence was found to suggest the reported event was caused by an intrinsic defect in the device. (B)(4).